Event description:
It was reported that an ilet user¿s blood glucose rose to 331 mg/dl after delivery paused during a fill tubing workflow, with the device showing the ¿press and hold¿ step until the user resumed delivery; the caregiver replaced the cd steel infusion set tubing as a precaution and no device alarms were reported. Symptoms included hyperglycemia without other symptoms. Outcomes included a delay to therapy. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage problem related to procedure, with the affected component being the tube. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.